Manufacturer narrative:
(B)(4) 2013: analysis from the manufacturer is pending.

Event description:
On (B)(4) 2013, (B)(4), a sorin crm USA, inc. Sales representative, contacted sorin technical services. Mr. (B)(4) reported that the svc coil impedance was > 3000. Mr. (B)(4) suspects a loose svc connection. The device was programmed rv to case.